Event description:
Information was received that the device had not actually reset, the physician had thought that he increased settings but actually had not. No further relevant information has been received to date.

Manufacturer narrative:
F10. Corrected data, initial report: inadvertently used component code g02002 instead of g0200701

Event description:
The patient's mother reported that the device reset and became inactive after going through a metal detector at the airport. The reset was discovered after the patient had a mild seizure a couple of days later, and they went to the doctor to have the device re-activated. Per vns labelling, metal detectors are not expected to affect the generator. The device history records of the generator were reviewed. The device passed final quality and functional specifications prior to release. Generator data was reviewed and no device resets were observed, however it is unknown if there is more recent data present on another tablet therefore the event cannot be confirmed invalid with the current information available. No further relevant information has been received to date.